Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of residue on the catheter was confirmed, but the source of the material could not be determined. One 3fr s/l powerpicc sv was returned for investigation. The catheter showed no evidence of being trimmed to length. No other components from the PICC tray were returned for investigation. It appeared that the catheter had been handled. A microscopic examination of the catheter revealed a red colored residue, which resembled blood residue, on the purple connector. A red colored residue was also observed between the 12 and 14 cm depth marks, between the 19 and 28 cm depth marks, and between the 31 and 34 cm depth marks. A clear residue was observed on the finger grip surface of the clamp. A clear residue was also observed on the catheter tubing between the 3 and 4 cm depth marks, between the 22 and 28cm depth marks, and between the 32 and 38 cm depth marks. Both the clear and red colored residue were water soluble and could be wiped from the surface. A lot history review (lhr) of recs0123 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that when the PICC was taken out of the package, ¿residue¿ was noted on the catheter. The catheter was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs0123 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by the facility that when the PICC was taken out of the package, ¿residue¿ was noted on the catheter. The catheter was not used.